Event description:
Variance report received by risk manager, noting that patient received thermal effect of anterior would lip. When effect was noted, settings were re-checked and noted to be the faftory recommended settings. Tip was changed at this point to a back-up hand piece with no additional problems using the venturi tip."minor effect, would closure uncomplicated and patient should do well with mild astigmatism," as reported by surgeon.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: manufacturer. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - human factors, other. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, other. The device was not destroyed/disposed of.